Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula may not have inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The mother reported that the patient's blood glucose reached high (>500 mg/dl) while wearing the pod between 4 and 24 hours. She stated that the cannula was bent and thinks it did not insert properly. The patient's blood glucose, carbohydrate intake and insulin history is as follows: (B)(6).